Manufacturer narrative:
Approximate age of device ¿ 1 day (the day of implant). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the left ventricular assist device (lvad) implantation, the surgeon used the coring tool for the ventriculotomy. The left ventricle (lv) tissue thickness was 10 mm. The surgeon used the coring tool correctly but the tool did not move in the lv tissue preparation. The tool was removed from the tissue counterclockwise. The section was correct and the tissue preparation was complete and could be removed with tweezers. No further information was provided.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusions: although damage to the coring tool was confirmed during the evaluation, a correlation to the reported event could not be conclusively determined. Examination of the returned coring tool confirmed that the guide pin inside the cutting blade was bent, contacting the helix. The inspection found no other areas of damage to indicate how the pin may have been bent. Review of the manufacturing documentation, which includes inspecting the tool for physical damage, found no deviations from manufacturing or quality assurance specifications. The evaluation could not determine when the guide pin in the returned coring tool became bent. Functional testing of the coring tool found the blade to be within manufacturing specification in its returned state. Additional testing using a different but similarly damaged coring tool found that a tool in this state was able to core and capture the tissue from a test section of bovine myocardium, although the resulting hole was angled. The bent guide pin could not be conclusively correlated to report of the tissue core not being captured by the tool. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.